Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure, when the physician was attempting to place the lead in a different location the helix was retracted, the lead was repositioned and the helix was unable to be redeployed. The lead was removed from the body, inspected and was unable to deploy the helix outside of the body. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.